Event description:
It was reported to boston scientific corporation in 2007 that a hydrothermablator procedure set was used during a endometrial ablation procedure performed the same day (female patient; age and weight are unknown). During the ablation, a small amount of fluid, perhaps a quantity of 5cc, spilled onto the cervix and burned the cervix. The procedure was completed and the physician administered bacitracin ointment. In the physician's opinion, it was just like a leep procedure. Th sales rep spoke to the physician four hours after the procedure. The physician reported that the patient was fine, "doing great," and had no discomfort.

Manufacturer narrative:
The complaint was reported for minor cervical burn. The device is not expected to be returned because of reasons not disclosed by the user facility. Therefore a device evaluation could not be performed; the root cause could not be determined. A review of the device history record (DHR) was not conducted because the lot number was not reported.